Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with kinked cannula. The customer states the cannula issues resulted in spiked blood glucose level of over 600mg/dl. The customer treated the highs with manual injections. The customer declined to troubleshoot for the highs. The customer was advised the infusion set would be replaced.